Event description:
It was reported that a dialysis, the swg unraveled during removal. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no reported death or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4).